Manufacturer narrative:
(B)(4)

Event description:
New information received indicated that an alert for non-sustained oversensing episodes was observed. Far-field p-waves oversensing was noted, which inhibited bi-v pacing. Intermittent capture was seen on auto mode episodes. Patient was asymptomatic. Programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient was presented in clinic after receiving multiple non-sustained rv oversensing alert transmissions. Upon review of the egms, crosstalk was observed. Programming changes were made. No patient symptoms were reported.

Event description:
New information received. Oversensing issue was observed on the device. Programming changes were recommended. Physician decided not to make any changes now. Patient was stable.